Event description:
The pump was returned for investigation. Investigation revealed the display screen dim pink contrast. This report is made based on results of investigation completed on (B)(4)2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators successfully performed a load, rewind and prime sequence. The pump was exercised on a 24 hour duration test with a 1.0 u/hr basal rate; alarms and warnings were observed during this time. The total daily dose added up correctly to reflect the users programmed basal rates. There were no alarms related to the complaint in the black box or alarm history, only typical usage alarms and warnings were observed. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specifications. The display screen has a pinkish contrast when powering to the verify screen. Removed the pump cover and replaced pink display with new test display. The test display has normal contrast and no symptoms of discoloration. The keypad is lifted up near the up and down key contact and the symbols are worn. All keys are responsive to user presses. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).